Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite pump infusion set had foreign matter the following information was received by the initial reporter with the following verbatim it was reported by customer that brown spots inside the capsular space on the tubing and/or discoloration of the same space (brown tinting, brown specks).

Event description:
No additional information was provided.

Manufacturer narrative:
The customer reported black specs, and returned photos of the incident. The issue concerns material 2420-0007, lots 25023139, 22095512, 22065539, 25015339. The photo verified the complaint of foreign matter on the drip chamber. The supplier of the drip chamber component was notified of the failure, and they confirmed that the issue is embedded discolored plastic from the molding process. The embedded discolorations are not 'foreign matter' and is apart of the plastic molding process. No actions were taken by the supplier in regard to this defect. A device history record review was performed. There were no quality notifications for any of the reported lots issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.